Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurements greater than 200 ohms. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service.